Event description:
Same case as 2134265-2015-02156 and 2134265-2015-01794. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter. During procedure, the physician connected the imaging catheter to the motordrive unit (mdu) and pushed the start button in order to perform automatic pullback, however, the imaging catheter failed to perform pullback. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-01831, 2134265-2015-01900, 2134265-2015-01901, 2134265-2015-02156 and 2134265-2015-01794. It was further reported that two catheters were not able to perform pullback and only one motor drive unit and one sled was used in the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).